Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The returned device was evaluated and the complaint was confirmed. Further investigation showed gouge marks on the deployment shaft and that array's #3 and 5 were bent. The cause of the device breakage is most likely due to device twisting while deployed or being deployed. The IFU has warning statements against this type device movement. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).

Event description:
During a procedure using the starburst xl probe, the doctor had trouble retracting the tines. The sheath and shaft then separated. The procedure had been completed successfully and there was no reported pt harm.